Manufacturer narrative:
The complaint was visually confirmed based on the photographs submitted with the report. Evaluation was not possible, as the device was not returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor broke during insertion. The broken fragments were removed from the surgical site using graspers and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported. Report 1 of 2.